Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited capture anomaly. The lead was not used and replaced during the procedure. The patient was in stable condition.